Event description:
It was reported that during a tonsillectomy, the generator gave an error 6 footswitch error with the black footswitch cable. The doctor had to wiggle the cable to complete the case with no patient consequence.

Manufacturer narrative:
There was no sample received for analysis. The batch history records were reviewed with no anomalies noted.